Event description:
It was reported that the right ventricular lead exhibited variable impedance since (B)(6) 2017. There was a belief that there may be an impending lead fracture . The lead was explanted and replaced. No further information was reported.